Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿no follow up to cleaning procedure in the production areas¿. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not required as labeling review could not have prevented this issue. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that nurse noticed the syringe in foley kit had a small amount of some orange type of gel in the end of the syringe when they were getting the kit set up to put the foley in patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that nurse noticed the syringe in foley kit had a small amount of some orange type of gel in the end of the syringe when they were getting the kit set up to put the foley in patient.